Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the difference in the fraction of inspired oxygen (fio2) reading was reported to be off by 8% (21% vs 29%). The difference must be greater than 10% for 60 seconds to cause a log entry. The complaint cannot be confirmed with the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs). The epgs calibrated successfully and then passed release testing. The o2 sensor operated as intended.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) readings were outside the acceptable accuracy. There was no patient involvement.

Manufacturer narrative:
Per the fsr, the set point was 21%, and the central control monitor (ccm) reading was 29% -which was not within tolerance and the oxygen (o2) analyzer reading was 21%. The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications.